Event description:
Renieri l, limbucci n, mangiafico s. Advances in embolization of bavms. Trends in cerebrovascular surgery. 2016; vol 123. Doi:10.100 7/978-3-319-29887-0_23. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to describe different and new endovascular approaches that allow the interventionalist to treat almost all the small arteriovenous malformations (avms) and to reduce the nidus of the bigger ones in order to facilitate the surgical or radiosurgical intervention. A total of 205 patients with bavms treated by endovascular embolization were included in the study. Overall, 156 of the 205 patients were treated with onyx alone or in combination with acrylic glue, and 49 of them were treated with glue only. The mean age of the patients was 38 years, and 45% were female and 55% were male. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - the morbidity and mortality rates were 6.8% (14 of 205) and 2.9% (6 of 205) respectively. Morbidity was defined as a mrs score >1 at 3 months.  - periprocedural or delayed adverse events occurred in 29 patients (14.1%); 11.7% (24 patients) were hemorrhagic and 2.4% (5 patients) ischemic. Sixteen of the bleeding events were periprocedural, and 8 were delayed (defined as those that occurred 4 weeks from the procedure). High-flow arterio-venous fistulas were present in 70% (11 of 16) of periprocedural bleedings, and a single venous drainage in 90% (14 of 16). All the cases bled during the last phases of embolization, where 50% or more of the nidus was already occluded. It was noted that the highest risk was for avms larger than 4cm (15cc), where there was a hemorrhagic risk of 26.3% (15 of 57). In all these cases, when the bleeding occurred, no angiographic signs of outflow reduction, stenosis of the drainage vein, or anomalies at the post-embolization angiographic control were observed. It was also noted that some complications occurred when using a single microcatheter for injection in complex or multi-compartment cases. This was due to closing one compartment and continuing injecting to push onyx into a second compartment while narrowing the interposed venous outlet and leading the avm to bleed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID unk-nv-onyx. G2: citation: authors: renieri, l., limbucci, n., & mangiafico, s.. Advances in embolization of bavms. Trends in cerebrovascular surgery vol 123 2016. Doi:10.1007/978-3-319-29887-0_23. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. E1: street 1 (cont.): largo giovanni alessandro brambilla, 3 see manufacturer report # 2029214-2023-01317 for another report from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the article concerns the endovascular treatment of avms also through the use of onyx but adverse events are to be considered not related to the use of the product itself but related to the complexity of the interventions and the pathology. The percentage of adverse events cited in this article is in line with that present in the literature.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.